Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion flow blocked at tubing on (B)(6) 2024. The blood glucose level was found to be 232mg/dl and the patient took correction bolus no further information available.